Manufacturer narrative:
Reports from nalu field personnel working with the patient and physician indicate that the ipg was likely implanted slightly too deep initially and that no migration took place. There is no indication of any system or component failure and all original components remain implanted and in use.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2024 to treat pelvic pain. The implantable pulse generator (ipg) was placed in the lower back area with the implanted leads targeting the pudendal nerve. During a post-op appointment on (B)(6)2025 the patient was noted to have some difficulty with communication between the ipg and the external therapy discs and also reporting some pain in one lower extremity when the system is active. Testing and troubleshooting in the field found that the ipg appears to be parallel to the skin surface but slightly beyond the recommended depth. On (B)(6)2025 a surgical revision took place to move the existing ipg to a more superficial pocket location slightly superior to the initial placement. No components were removed or replaced during the procedure and no new components were implanted.